Event description:
Medtronic rec'd info that following implant of this bioprosthetic aortic valve, bleeding was observed on the aortic root between the valve tissue and the dacron material. The device was explanted, and a full root replacement with running sutures was performed. It was reported that the pt suffered a perioperative stroke, with remaining neurological deficits. The explanted valve will not be returned to medtronic for analysis. The pt was subsequently discharged from the hospital.

Manufacturer narrative:
Analysis: this product will not be returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met mfg specifications when released for distribution. Permanent and temporary neurological deficits due to thromboembolism are described in the adverse events sections of the instructions for use. Conclusion: this device will not be returned for analysis. As such, no definitive conclusions can be drawn regarding device involvement with the adverse pt outcome. Medtronic continues to monitor field performance to detect similar events.